Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint: litigation alleges patient had permanent physical injuries, pain and disfigurement after asr hip implants. Doi: (B)(6) 2008 (left hip), dor: (B)(6) 2012 patient is resident of (B)(6). Update on (B)(6) 2012 : patient's operative records were received. Records indicate the patient had a loose acetabular cup. Dor: (B)(6) 2012 (left side) . Update: medical records received 06/24/2013. Revision operative report indicates revision due to pain and mildly elevated iron levels. The information received does not change the MDR decision. Update: litigation record received 12/12/2017. There is no new allegation. It was mentioned that the patient was deceased, however, there is no date provided. This complaint was updated on (B)(6) 2017. In addition there were no allegations of depuy components contributing to the passing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.